Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The 4.0cm aus cuff, pump, and balloon were explanted and a new 4.5cm aus cuff, balloon, and pump were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the patient experienced recurring incontinence. Patient code. Additional product component: model number/catalog number: 72404127 and 72400024. Serial number: null and null. Batch/lot number: 554960016 and 556089005. Model/catalog description: control pump fgs iz and balloon fgs 61-70cm.

Manufacturer narrative:
Additional product component: model number/catalog number: 72404127 and 72400024, serial number: null and null, batch/lot number: 554960016 and 556089005. Model/catalog description: control pump fgs iz and balloon fgs 61-70cm.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The 4.0cm aus cuff, pump, and balloon were explanted and a new 4.5cm aus cuff, balloon, and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.